Event description:
It was reported that a patient received second degree burns on the back where the indifferent electrode was placed. It was reported that the indifferent electrode used was bianco and is not approved for use with the stockert ep-shuttle. Patient prognosis was reported to be satisfactory.